Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown multiloc humeral nail construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gr gomes. Et al., (2022), antegrade nailing versus locking plate of 2-and 3-part proximal humerus fractures, acia ortop bras 30(5),pages 1-5 (brazil). This retrospective study analyzed the complication rates of two surgical techniques: antegrade nailing and locking plate of the proximal humerus. Between january 2020 and january 2021 a total of 46 patients with a closed 2- and 3-part proximal humerus fractures, sixteen patients (female=12, male=4) underwent osteosynthesis with third-generation antegrade nailing (multiloc humeral nail, depuy synthes, switzerland) and thirty patients (female=14, male=16) were treated with a locking proximal humerus plate (hexagon implants, brazil). All patients had a minimum follow-up of 6 months postoperatively. The following complications were reported as follows: nail group: one case of deep infection, with a consolidated fracture and the osteosynthesis material was removed. Two cases, there was screw cut-out with secondary varus deviation, requiring surgical revision. One patient underwent revision for a locking proximal humerus plate (philos depuy synthes). 55-year-old patient, diagnosed with severe depressive disorder and with previous self-extermination attempts was chosen to undergo jones resection arthroplasty. This report is for an unknown synthes multiloc humeral nail construct. It captures the case of deep infection, with a consolidated fracture and the osteosynthesis material was removed. This is report 2 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.